Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2019 as no event date was reported. (B)(4). Visual examination of the complaint device revealed the balloon and the catheter did not have any visual defects and looked normal. Functional analysis was performed, and the balloon was inflated without a problem; however, the balloon would not hold pressure due to many pinholes found on the body of the balloon. This failure is likely due to factors or conditions related to the procedure that could have affected its performance and its intended purpose such as; the manner as the device was handled, and/or the presence of sharp objects during the procedure in the dilatation area. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a cre pro gi dilatation balloon was used during a gastrointestinal dilation procedure performed on an unknown date. According to the complainant, during the procedure, the balloon was able to be inflated; however, several holes were noticed on the balloon. The procedure was completed with another cre pro gi dilatation balloon. There were no patient complications reported as a result of the event. Investigation results revealed the balloon found a pinhole; therefore, this is now an MDR reportable event.